Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received power error alarm. The customer's blood glucose was 5 mmol/l at the time of incident. The customer was explained that the internal power source in the insulin pump was unable to charge. The customer was advised to update the time and date as needed. The customer was assisted in clearing the alarms. The customer was advised to complete the reservoir and tubing process. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.